Event description:
The caller stated that in 2009, an 8dct tracheostomy tube was inserted in the pt and eight to ten hours later, it was reported that the pt was hard to ventilate, there was an audible air leak and the ventilator was alarming with volume alarms. The caller reported that it was noted that the inner cannula could not be attached to the hub and that the ring around the hub had broken off. The caller stated that the pt needed to be sedated so that the tube could still be used in its present state. The caller stated that the tube was changed out the next day, with another 8dct tracheostomy tube. A copy of the user facility medwatch report with no report number was provided after the call by facsimile. A part of the #8 shiley cuffed tracheostomy tube (unfenestrated) was found to be cracked and it required vent setting changes to properly ventilate the pt until it could be replaced in the operating room next morning. Trach had been inserted on original date. Explantation of tracheostomy tube the next day.

Manufacturer narrative:
The lot number for the 8lpc was reviewed and no non conformances were found for the lot. The 8lpc tracheostomy tube was received and examination found the hub was separated from the tube and the reported failure was confirmed.